Event description:
The customer stated she was hospitalized for high blood glucose levels. The customer stated she had been having problems with high blood glucose levels for several weeks prior to being hospitalized. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump failed the prime test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.